Event description:
Some time in january, 1998, a breast lesion localization procedure was being done on a female pt with pendulous breasts. The physician indicated it was a deep dissection being done with a cautery unit. The biopsy procedure was done at that time with no problems noted. However, in september, 1998, a follow-up x-ray was done and a segment of the hook wire was noted to be in the pt's breast. No attempt will be made to retrieve this segment at this time. The physician believes the cautery unit arced and caused separation of the hookwire.